Event description:
On (B)(6) 2017 a perceval sutureless aortic heart valve (pvs m) was implanted. The echo performed after declamping the aorta showed no abnormalities. After ten minutes the echo displayed a large paravalvular leak and deforming of the stent. The surgeon stated this was a case of oversizing. The valve was explanted and a perceval size s was implanted, increase in ecc time of 45 minutes. All went well and the patient is in sinus rhythm.

Manufacturer narrative:
Updated information: the returned product was received in the explant kit, in the provided plastic jar and appeared in general good conditions. After decontamination, the valve was visually inspected without highlight to any particular elements of non conformity according to the specifications. The shape of the valve appeared irregular and all the leaflets were rigid, in particular the second leaflet appeared tensioned. Some of the above mentioned aspects can be reasonably related to a manipulation occurred during the implant / explant steps. No irregularity was identified with the p-np gauge test. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The go-no go test confirmed the absence of dimensional irregularity. The performed analysis confirmed the conformity of the returned prosthesis. Based on the investigation results the reported event cannot be explained by any factor intrinsic in the involved device. The over sizing declared in the case history, has to be considered the reasonable cause of the event. A perceval size small was implanted after the perceval size medium was explanted.